Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had over delivery. Customer¿s blood glucose was 55 mg/dl at the time of incident. The customer's current blood glucose is 388 mg/dl. The customer treated for low blood glucose with juices. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.